Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the exposed portion of the soft cannula did not find it bent, kinked, or damaged. The pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Corrosion was observed on the pcb. All attempts to download the data from the pod were unsuccessful due to the corrosion on the pcb assembly. Inspection of the fluid path found a tear on the unexposed portion of the soft cannula, which resulted in internal leaking and the corrosion observed inside the device. It could not be conclusively determined if the damage to the soft cannula or the corrosion to the internal components resulted in the reported communication error. The cause of the reported communication error could not be determined. The investigation found damage to the bottom housing vent. It could not be determined when or how this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 396 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found bent. It was also reported that the pod was alarming and the site was bleeding.